Event description:
A report was received that following a revision procedure, (mfg. Report # 3006630150-2011-00120). The patient developed a hematoma at the pocket site. The patient's symptoms were pain and swelling at the pocket site. The physician drained and cleaned the site and the patient is reportedly doing well.